Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After successful puncture, leakage was observed at the tail end of the indwelling needle.

Manufacturer narrative:
Investigation results: no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant launched CAPA to trace and investigate its root cause. After the investigation, it was found that leakage was caused by the septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Event description:
No additional information.